Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2023, it was reported by an arthrex employee via email that a revision surgery took place after a patient suffered a fall and heard a pop in the shoulder. The patient had an augmented mgs system implanted. No further information was provided. Additional information requested.

Event description:
Additional information received on 8/29/2023: the original procedure took place on (B)(6) 2022. The patient has not undergone revision surgery. No further information was provided. Additional information received on 9/14/2023: during the original procedure, an ar-9501-10p humeral stem, an ar-9502f-39lcpc suture cup, an ar-9503m-06 humeral insert, an ar-9563-20 peripheral screw, an ar-9563-32 peripheral screw, an ar-9563-36 peripheral screw, an ar-9564-2439-lat glenosphere, an ar-9580-2410-2 baseplate, and an ar-9582-30 modular post, were implanted. Revision surgery has not been scheduled.

Manufacturer narrative:
Additional information: b5, g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event.